Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested. A copy of this article can be obtained at (B)(6).

Event description:
Literature: yakovlev ae, resch be, spinal cord stimulation with percutaneous leads after loss of coverage with implanted surgical lead. Neuromodulation: technology at the neural interface. 2010;13(2):117-120. Summary: this article describes an application of percutaneous spinal cord stimulation (scs) to a pt with complex regional pain syndrome type 1 (crps) involving bilateral lower extremities with loss of coverage with surgical lead. Event: a (B)(6) female pt with crps, who was initially implanted in 1998 with percutaneous scs leads and a generator (ins) underwent eight revisions due to lead migration and resulting in loss of coverage. The authors had no info regarding the details of the revisions and the pt could not identify any event that precipitated the losses of coverage. In 2001, the pt was implanted with a paddle lead which provided excellent coverage and pain control. In 2003, the pt was in a car accident which resulted in another loss of coverage and a lack of stimulation sensation in all the areas of pain in the bilateral lower extremities. The pt presented to the authors' clinic exhibiting typical signs of crps, with intense pain, blotchy red and pale areas of skin over the bilateral lower extremities, areas of allodynia and hyperpathia, and decreased muscle mass in both legs. The patient also had heightened pain with emotional stress or poor sleep. Impedance testing showed high impedance at electrode 4, but normal impedances at the other electrodes. Reprogramming of the ins was unsuccessful, with the pt reporting uncomfortably high stimulation in the right thigh but no stimulation to either the distal right lower extremity or entire left lower extremity. A fluoroscopy showed the paddle lead between t9 and t10 deviated to the right side and located in the posterior epidural space, but the occurrence of migration was unclear insofar as previous films were unavailable for comparison. The electrodes appeared intact. The pt then underwent a successful trial with two percutaneous leads, the placement of which was challenging due to the extensive scar tissue at insertion sites and epidural fibrosis which created resistance during lead positioning and prevented placement of the percutaneous leads next to the paddle leads. Four weeks later, the pt was implanted with permanent leads and a new rechargeable ins. The pt chose to have the old ins and a non-functioning lead left in place. The pt had 100% paresthesia coverage in both lower extremities and excellent pain relief up to the one year follow-up visit.